Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient is enrolled in the omnipod 5 registry and reported a medical event. Medical attention was sought while the pod was worn on the abdomen for between 1 and 4 hours, during which blood glucose level rose up to 400 mg/dl range. Redness and swelling were noted at the infusion site upon pod removal. Reported symptoms included dizziness, incoherence, and vomiting. An ambulance was called, and the patient was transported to the hospital, admitted and remained overnight. No diagnosis or treatment details were provided. Multiple good-faith outreach attempts were made, and no additional information was obtained. A supplemental report will be submitted if further details become available.